Event description:
It was reported that the physician expected more battery longevity from the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced as it had reached elective replacement indicator (eri). No patient complications have been reported as aresult of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of elective replacement indicator (eri) in save to disk on (B)(6)-2013 device eri<(><<)>=2.62 volt. The device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.